Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date general information: complaint: (B)(4). Information to the sample: model: perfusor space. Article number: 8713030. Serial number/batch: (B)(6). Software version: 688n030004. Hours of operation: 3217. Further information: n/a. Investigation results: history inspection: the alarm history files were read out and analyzed. No date of the incident was given and there is only a very vague error description from the customer. According to error description the (B)(6) 2024 was analyzed. An bd plastipak 50ml syringe was selected at 7:22 am. The syringe was filled with approx 21.5ml. Time preselection was set to 3h20min. The infusion started with a rate of 19ml/h at 7:23 am. One hour and five minutes later the note appears syringe near empty. At this time, 20,13ml has to be infused. After that, the delivery rate was changed once to 1ml/h and then to 0.4ml/h by the user. The therapy was ended at 8:52 am. No abnormalities can be found in the device history files. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. No visible damaged parts are to locate. Functional inspection: a functional test was performed. The device passes the self-test. A bd plastipak 50 ml syringe was inserted, and the pump identified the syringe, and it could be selected from the menu. It was possible to put the pump in operation. Individual inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 5 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0,66%. Accuracy of set delivery rate should be ± 2 % according to iec/en 60601-2-24 disassembling: during the investigation no faults could be detected, to investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. Judgment: the complaint could not be confirmed. Summing up all tests, the perfusor space operated within our specification. No product deviation.

Event description:
According to the event description: incident was raised with the following unit; it was set for 3.5 hours but finished in 2 hours. Reportedly the infusion pump was used to administer blood transfusion to a baby. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). . A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.